Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The pump was received with no button error alarm and no frozen screen. The pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The pump was received with scratched lcd window, cracked case at display window corner, cracked lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 497 mg/dl. The customer treated the high readings with manual injection. The customer stated that the numbers were not ramping on their own. The customer stated that the scroll bar is moving without input from the user. The customer was advised that the up or down buttons may be stuck. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.